Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy, when the doctor initially attempted to seal he said there was no visible tissue effect. The staff unplugged the device and plugged it back in to ensure it was properly seated and it did not resolve the issue. Replaced with new similar device and it worked fine which completed the procedure.